Event description:
The vns patient¿s generator was reported to be at end of service. Analysis of the returned generator was completed. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. The end of service condition was determined to be the result of normal battery depletion. The depletion was an expected event as determined by blc and battery voltage measurement. The module performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's lead is fractured. No x-rays were arranged. The patient has been referred for surgery. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.

Manufacturer narrative:
Date of event, corrected data: the previously submitted MDR inadvertently did not update the event date to the date of implant. Describe event or problem, corrected data: the previously submitted MDR inadvertently did not include information regarding the end of service condition of the device. Operator of device, corrected data: the previously submitted MDR inadvertently did not update the operator of the device to the health professional. Evaluation codes, conclusions, corrected data: the previously submitted MDR inadvertently did not include specify that user error caused the event.

Event description:
It was reported that the patient underwent surgery and the lead had been disconnected. No lead fractures were identified and the patient only underwent generator replacement. The explanted generator was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Corrected data: new information changes the suspect device.